Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, leading to loss of capture (loc) and inappropriate sensing of both atrial and ventricular events. The dislodgment was confirmed via chest x-ray. The patient was treated with antibiotics and underwent a revision wherein the ra lead was successfully repositioned. The ra lead remains in service. No additional adverse patient effects were reported.